Event description:
It was reported that during an unknown procedure, the device did not fire first clip, next clip fired onto cystic duct but then rotated, third clip fired off kilter. It is unknown at this time how procedure was complete. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.